Event description:
It was reported that the catheters were sticky and could not be used.

Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿does not allow for easy insertion/removal of the catheter¿. A potential root cause for this failure could be "incorrect coating lumps or flakes". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿2. Holding the labia apart with one hand, take the catheter and insert the tip of the catheter slowly into the urethra."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheters were sticky and could not be used.